Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2012-00599. It was reported that there was excessive speeds during a rotational atherectomy treatment procedure. During the procedure, the 1.25mm burr was rotating too fast. The burr stopped turning. The console would have generated an "alert code" because of the excessive speed. The procedure was not completed due to this event. No patient complications were reported.